Event description:
The healthcare provider (hcp) reported impedance measurement on 03 was >4000. It was indicated the patient would experience a return of symptoms when the implantable neurostimulator (ins) was off. It was indicated the ins had been off since the last interrogation. It was confirmed the therapy had not been in use. Troubleshooting involved creating a program using >4000 pairs and increasing stimulation. Appropriate sensory response was felt. Program 1 was 3, 0-; program 2 was 3, 1-; program 4 was 3-0 but patient felt stimulation on all 3 programs at low amplitudes. It was indicated troubleshooting resolved the reported issue. The hcp turned stimulation on and educated the patient and sister on the patient programmer use and the icons. Symptoms reported were 'loss of therapy.' The event date was noted as (B)(6) 2015. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.